Event description:
In 2008, the patient reported that over the past 7 months, infusion sets have fallen off of her body. She stated that on at least 3 occasions the infusion site was only in place for a few hours and fell off while she was showering. The patient is not using any new soaps or lotions and stated she changes the infusion site twice per week. She was advised to change the infusion site every 3 days and the infusion tubing every 6 days. No physiological effects were reported. The patient was sent tegaderm and replacement infusion sets. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.